Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a pacemaker dependent patient presented for a follow-up in clinic after an unrelated procedure. Upon device interrogation, the patient's right ventricular lead exhibited loss of capture and episodes of noise. It was noted that the noise was reproducible with isometric exercises. The lead was capped and replaced on (B)(6) 2019. The patient's condition was stable before and after the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pacemaker dependent patient presented for a follow-up in clinic after an unrelated procedure with a bradycardic heart rate. Upon device interrogation, the patient's right ventricular lead exhibited loss of capture and episodes of noise due to a suspected insulation breach. It was noted that the noise was reproducible with isometric exercises. The lead was capped and replaced on (B)(6) 2019. The patient's condition was stable before and after the procedure.

Event description:
It was reported that a pacemaker dependent patient presented for a follow-up in clinic after an unrelated procedure. Upon device interrogation, the patient's right ventricular lead exhibited loss of capture and episodes of noise due to a suspected insulation breach. It was noted that the noise was reproducible with isometric exercises. The lead was capped and replaced on (B)(6) 2019. The patient's condition was stable before and after the procedure.